Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated the patient must wear sunglasses.

Event description:
Additional follow up information received stated the patient is still symptomatic. He is not scheduled for a follow up visit and has elected to see medical care elsewhere.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. Light sensitivity is a known potential consequence of refractive laser surgery. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with bilateral transient light sensitivity approximately six weeks post lasik procedure. The reporter indicated topical steroid dosage was increased. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye